Event description:
Name of procedure: gbevent description:"[hospital name]""after using a few clips, the clip did not come out."product is available for return.additional information was received via call on 09jul2026 from "[name]", regional sales manager:"the lot number is 1549541."intervention: nipatient status: there was no problem with the patient.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.